Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the two lot numbers shipped to this site. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The customer reported that after obtaining biopsies of the lul lesion, bleeding was noted from the site. The estimated blood loss was 70 cc and the bleeding was controlled using cold saline. If additional information pertinent to the incident is obtained a follow-up report will be submitted.